Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. Caller was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.